Event description:
A patient reported that a mobi-c device installed in 2022 failed. The provided imaging appears to show the device has migrated. No further information is available at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
This event was also reported to FDA on voluntary medwatch mw5155563. Additional clinical code: 1924. Corrected information in b5, e4, and h6: clinical codes. Additional information in a2, a4, a5, a6, and b3. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
A patient reported that a mobi-c device installed at c5/6 in 2022 failed which is causing pain in neck, right shoulder, and right arm with numbness in the right hand. The provided imaging appears to show the device has migrated.

Event description:
A patient reported that a mobi-c device installed at c5/6 in 2022 failed which is causing pain in neck, right shoulder, and right arm with numbness in the right hand. The provided imaging appears to show the device has migrated.

Manufacturer narrative:
D4: the UDI number is unknown because the lot number is not available. Corrections in b1 and g1. Additional information in b2 and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned; however x-ray images were provided which show that the inferior plate and poly core of the device have migrated. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.